Event description:
Reporter alleged blood glucose measured 141 mg/dl at 11:25 am back to back with a result of 382 mg/dl performed 10 minutes later. No actions or treatment reportedly resulted. A request was made for the return of the suspect device and replacement product was sent.